Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd syringe luer-lok tip leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
One assembled syringe in an opened blister package was received and evaluated. The package was from batch #7275944 (p/n 302995). The syringe had a sticky tape attached covering half of the barrel¿s surface with letters ¿sa¿ written on it. The stopper and plunger were in the bottom out position. A crack in the barrel was observed extending between the scale marking numbers 3 and 8. No impact damage or any other damage was observed on the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.